Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2013 and (B)(6) 2013. D10. Unknown cup item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown bearing item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on unknown date in 2013 where tripolar cup with stem were implanted. Subsequently, experienced a fall event with spontaneous pain in right hip. No information about revision surgery planned or performed. Due diligence is in process and no further information on the reported vent has been provided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.